Event description:
It was reported that during an unrelated device change-out procedure for normal elective replacement indicator, an insulation breach was noted on the right atrial (ra) lead. No reproducible lead noise was noted during pre-operative system testing but physician noted instances of intermittent noise on the electrograms (egms). The ra lead was capped and replaced. There were no adverse health consequences to the patient.